Manufacturer narrative:
(B)(4) "stent broken". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a pseudo cyst drainage procedure performed in the pancreas on (B)(6) 2016. According to the complainant, upon passing the stent over the guidewire, it was noted that the guidewire was frayed and the stent was unable to advance. The physician removed the stent, however, a piece of the stent broke off and fell into the pseudocyst. The physician removed everything and completed the procedure with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter was found kinked and bent in several locations. The push catheter and the pull wire were found kinked and bent in several locations. The stent was not returned. A functional evaluation for guidewire and device interaction could not be performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to kink and bend. In addition to the frayed guidewire mentioned in the event information, bends and kinks in the device would have caused difficulty advancing the device over the guidewire. Bound by kinks and bends, the device would have also become difficult to use for stent deployment. Effort to deploy the stent would have caused detachment of the guide catheter. Therefore, "operational context" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a pseudo cyst drainage procedure performed in the pancreas on (B)(6) 2016. According to the complainant, upon passing the stent over the guidewire, it was noted that the guidewire was frayed and the stent was unable to advance. The physician removed the stent, however, a piece of the stent broke off and fell into the pseudocyst. The physician removed everything and completed the procedure with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.